Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the helix tip on the right atrial (ra) lead was partially extended and got hung up in the tricuspid valve. The physician attempted to retract the helix to release and explant the lead from the body but the torque would not transfer. They were able to maneuver and tug the lead and explant it successfully and replace the ra lead. No patient complications have been reported as a result of this event.